Event description:
It was reported that during shoulder procedure the spider was losing pressure. No delay and a back up was available to completed the procedure. No other complications were reported.

Manufacturer narrative:
H10: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation was performed. The unit failed the 50 pound weight test. The bimba tube housing was removed. The unit had excessive oil within the bimba tube housing as well as on the bimba piston. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.12 inches, which is indicative of hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during shoulder procedure the spider was losing pressure. No delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.